Event description:
Report from doctor's office stated this pt experienced pain upon urination that lasted longer than normal, after a cystoscopy. The cystoscope was disinfected in cidex opa solution. No treatment received.